Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the stapler fired completely. The staple load was difficult place across tissue. The staple load was too large for male pelvis. Trauma occurred to pre-sacral vein. Required intervention and 3 staple loads were required. Relationship to device, definite relationship estimated blood loss 200cc treated with cautery. Or time extended more than 30 minutes without effect on patient. The incision was not extended by more than one inch. There was tissue damage and unanticipated tissue loss of 1 cm. No reinforcement material was used. According to operative notes: procedure: laparoscopic, robotic - assisted low anterior resection with stapled low colorectal anastomosis with colonic pouch and diverting ileostomy, full mobilization of the splenic flexure. The radial reload was able to reach the very distal pelvis with some difficulty; however, we struggled for about 30 minutes just to get the load across the rectum. Once we did, the stapler was closed. We maintained pressure for about a minute and then slowly began to close the stapler. At the very last squeeze of the stapler, the instrument appeared to have an internal derangement. This was at the very end of the staple line. The stapler opened normally and we were able to extract it from the patient without difficulty. We now evaluated the staple line and found that it was incomplete and that a second staple firing would be needed. We loaded a new cartridge onto the stapler, but found that the stapler would not close. Therefore, at this point, we opened up a new stapler. The cartridge and the stapler were now introduced into the peritoneal cavity. There was better visualization now that the rectum was partially transected. We came across the remaining portion of the bowel with the stapler and fired the stapler. Unfortunately, after the stapler was removed, then we inspected the staple line. We found that there was still an incomplete transection of the rectum. At this point, we used a third radial reload, introduced into the peritoneal cavity in the same fashion, came across the remaining attachment of the rectum and stapled across this. After extracting the rectum from the pfannenstiel incision, we identified the cautery mark that had been placed robotically at the point where the indocyanine green demonstrated the transition well vascularized to poorly vascularized tissue. I elected to transect the bowel 3 cm more proximal to this area to assure an excellent blood supply. Additional mesentery was divided and ligated with 2-0 silk suture and now an endo gia stapler was used to staple across this end of the bowel. The stapler functioned well and we were able to remove the specimen from the field.